Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. The physician observed that the set-screw was attached to the tip of the screwdriver upon removal.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.